Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 29-jun-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen vial. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a piece of the haptic detached. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a-5 patient ethnicity: unknown/asked information unavailable. Section b-3: date of event: only provided as sept. 2022. A complete date was not provided, the best estimate date is between (B)(6)2022 and (B)(6)2022. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed. There is no indication of a product deficiency or product malfunction. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient was having difficulty with reading vision. Through follow-up, additional information was received stating the symptoms significantly interfere with normal daily activities, including night driving. The pre-operative target refractive value was -0.25 and the final refractive value post-operative was +-0.50. Additional information was received stating iol explant is scheduled for (B)(6)2023. Through follow-up, additional information was received confirming iol explant was performed (B)(6)2023 and the iol was replaced with a non-johnson & johnson surgical vision lens. There was no incision enlargement, no vitrectomy and no sutures. Patient's outcome post-lens exchange was reported as lenses in good position and patient is well. No further information is available.